Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 566 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for high blood glucose was performed. Customer advised there were no air bubbles and that they would follow up with their healthcare provider regarding their high blood glucose levels.